Event description:
A trufill syringe (635002/96331200) was opened for a procedure and the locking mechanism seemed to be very loose and rattled a little bit when in the locked position. The syringe kept filling up with air bubbles that could not be removed. It is likely that something was loose and the syringe knob seemed to lack integrity. There may have been leakage in the syringe although it is unclear where but it was believed to be near the knob end. Since it was believed that there was something wrong with the syringe and a second syringe (635002/lot unknown) was opened and did not have any problems. This problematic syringe was not used for the case and was discarded by a technician. No patient or vessel code information provided.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Without the return of the device for analysis no conclusion can be made regarding the event or root cause. A review of the manufacturing documentation associated with lot 96331200 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.